Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of low blood glucose every week or two. The customer's blood glucose reading was unknown at the time of incident. Customer also indicated that they were hospitalized last week. Customer declined troubleshooting.